Event description:
It was reported that a hole was discovered in the hose portion of the pneumatic drill. No oil leakage from the device was reported. It is unknown if there was any patient involvement associated with this event. No adverse consequences were alleged. Attempts to obtain additional information was unsuccessful.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. The device evaluation confirmed a hole in the hose assembly. It is unknown how the hose damage occurred, but may be the result of mishandling. The hose assembly was replaced and additional preventative maintenance was also performed. The drill was returned to the user facility.